Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of keypad anomaly. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer stated that only the lower arrow key worked. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased down button dome switch. No unlocked j2 lcd keypad connector. The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.